Manufacturer narrative:
Correction - the aorta diameter of the distal landing zone was reportedly 27.0 mm.

Event description:
The aorta diameter of the distal landing zone was reportedly 27.0 mm.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
According to the report, on (B)(6) 2015, a 22 fr gore® dryseal sheath with hydrophilic coating was advanced and a conformable gore tag® thoracic endoprosthesis deployed for treatment of a 52.7×57.5mm thoracic aortic aneurysm. Reportedly, at conclusion of the initial implant procedure imaging showed the tag device had obtained complete wall apposition/seal within the aorta. The procedure was concluded without complication and the patient was reported to have tolerated the procedure. On (B)(6) 2017, follow-up imaging identified a suspected distal type I endoleak and aneurysm enlargement. The aneurysm diameter reportedly measured 56.1×62.2mm (+3.4mm/+4.7mm). According to the physician, the type I endoleak may have been caused by the deployment of a significantly oversized tag device within a diseased distal 27.0 cm aorta. On (B)(6) 2017, an intervention was performed to treat the type I endoleak and continuing aneurysm enlargement. The endoleak was treated with the implantation of an additional tag device for distal extension. According to the report, the endoleak was resolved and the patient tolerated the procedure. No further adverse events were reported.